Event description:
It was reported that the plug was broken on the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the plug was broken on the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was found that the power cord (mains lead) was damaged, no longer connecting to the csi box causing the unit to have no electronic function. This issue is not likely to result in serious injury or death as the unit would still be fully functional manually if needed and the failure would be obvious to the caregiver. The event of the plug being damaged was reported in error.